Event description:
Per the clinic, the patient experienced swelling at the implant site with drainage from the posterior incision site and subsequently was treated with 2 weeks of oral antibiotics (specific date not reported). The incision healed; however, the swelling and drainage re-occurred 1 week later from anterior/superior incision site and the patient was administered with another round of oral antibiotics for 1 month (specific date not reported). The patient then experienced wound dehiscence, breakdown and mild yellow drainage with some yellow tissue in the area of dehiscence. The patient was also administered with topical antibiotics (specific date and duration not reported) on the posterior side behind the implant which has healed. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was also reported that patient experienced an infection (abscess) and culture revealed staph infection. The patient underwent a needle aspiration on (B)(6) 2026 to decompress fluid collection. The patient was prescribed with topical steroid (specific date and duration not reported) and oral steroid for 6 days (specific date not reported). There are plans to explant the device however, this has not occurred as of the date of this report.